Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the technical support mentioned that the motor fault could be due to the power pcb (printed circuit board), turbine driver pcb (printed circuit board), the turbine itself or the main pcb (printed circuit board). Asked if the large led is lit at the turbine driver pcb (printed circuit board). Informed that there should be 48 volts at the black and white wires on the harness next to the turbine driver pcb (printed circuit board). The customer ordered main pcb (printed circuit board) for the unit.

Event description:
The customer reported that xdcr (transducer) fault and motor fault occurred on the vela ventilator. At this time, there is no information regarding patient involvement associated with the reported event.